Event description:
It was reported that the patient has been scheduled for a surgical procedure to revise this inflatable penile prosthesis (ipp) for unspecified reasons. No patient complications were reported. Despite efforts, additional information could not be obtained. This report will be updated should further information become available.